Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 13mar2026, 20mar2026, and 26mar2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was unresponsive. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was unresponsive. The customer reported that the touchscreen was calibrated, but the issue re-occurred. It was also noted that when the screen was touched, the screen would light up inches away. The rse recommended replacing the touchscreen and was provided with the part number for replacement. This investigation is ongoing.